Event description:
It was reported to philips that the operating test failed. There was reportedly no patient involvement.

Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the capacitor which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.